Manufacturer narrative:
The caller stated that the sample and lot number associated to this report are not available for investigation.

Event description:
In 2007, the company received a report where it was claimed that the "hub detached from the tube." Replacement of the tube was required. This report is associated to the second occurrence on rp200703-1747 / 2936999-2007-00158.